Event description:
(B)(6) covid at home testing kit # (B)(4) without the nasal swabs. They are replacing the kit. However, this lack of quality control does not give confidence in overall testing outcomes. How many kits have been improperly submitted or simply not used? Please log this complaint to (B)(6) is aware of the customer complaint under iso 9001 and 13485. Kit shipped to me incomplete. Unable to use kit properly. Lacking swabs; (B)(6). FDA safety report ID# (B)(4).